Event description:
A micro driver rapid exchange (rx) coronary stent system diameter 2.5mm, length 24mm was intended to treat a lesion in a homograft vein to a branch diagonal. An attempt was made to cross a complex injury and on withdrawal, the stent was noted to be deformed. A new 2.25 x 24mm stent was used to treat the lesion. No pt injury occurred and no clinical sequelae have been reported. The device has not been received for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results: (complex lesion in vein graft). Conclusions: (complex lesion in vein graft).